Manufacturer narrative:
The insulin pump passed displacement test, operating currents, selftest, off no power, unexpected restart error test, basic occlusion, occlusion, prime, and excessive no delivery test. The motor passed the motor test and there were no motor error alarms. No off no power alarm and no unexpected low battery alarm noted. The device received intermittent button response due to corroded keypad traces. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 258 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.